Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door consistently failed at the station. A field service engineer performed oxidation removal and conductive grease service on all latches in the auxiliary tower to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system 7easta, the tower door consistently failed and required maintenance. The malfunction occurred during the medication dispensing process for a patient and also confirmed that there was no interruption in patient care, as an alternative location for medication was accessible. There were no adverse events or injuries reported based on this event.